Event description:
Customer reported that she experienced high blood glucose of 475 mg/dl. Customer was trying to treat with the insulin pump and received a button error alarm. Customer was instructed to get back in contact if she has blood glucose levels again with the replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a corroded battery cap contact and tube, a stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.